Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. It is unknown if a sample is available for evaluation.

Event description:
It was reported that while a consumer was using a bd ultra fine short insulin pen needle, the needle broke off in the consumer's abdomen. The consumer received an x-ray and stated that the needle was visualized. No further medical or surgical interventions were reported.